Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came into emergency department with reported muscle twitching. It was noted that the right atrial (ra) lead exhibited under-sensing, loss of capture and a lead position check failure. It was also reported that the right ventricular (rv) lead exhibited under-sensing and a loss of capture. The ra and rv leads remains in use. No patient complications have been reported as a result of this event.